Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr confirmed the issue and replaced the disposable circuit and the unit operated normally. The device is now operating according to manufacturer's specifications.

Event description:
The customer reported that while using the avea ventilator, it is alarming circuit occlusion and has no flow. There was no patient involvement associated with this event.